Manufacturer narrative:
During the evaluation of the device at the MFR's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board and will be replaced to address the issue. H6: device has been evaluated but the components have not been replaced.

Event description:
A ventilator was returned to the MFR for service. The device was not in pt use.